Event description:
It was reported that this left ventricular lead was attempted to be implanted due to a product performance issue. Another lead was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to inform this event is no longer considered reportable as the device was attempted to be implanted due to experiencing placement difficulty, attributed to the patients anatomy. This is a not reportable event.

Event description:
It was reported that this left ventricular lead was attempted to be implanted due to experiencing placement difficulty. Another lead was implanted instead. No further adverse patient effects were reported.